Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that stent would not cross the lesion. Vascular access was obtained via femoral artery. The 90% stenosed, concentric, de novo with 20 mm long and 2.75 mm vessel diameter target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 20mm x 2.75mm taxus element drug eluting stent encountered resistance during advancing and was not able to cross in the target lesion. The lesion was noted to have a significant bend >45 and <90 degrees. The lesion was pre dilated with an unspecified device and the procedure was completed with the deployment of an unspecified stent. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR the complaint device was returned for analysis. A visual and microscopic examination found that the stent was severely damaged and had moved 8 mm distally on the balloon. The exposed part of the balloon appeared to have been partially inflated and deflated, not showing the longitudinal balloon folds. Solidified contrast media was visible inside the balloon and the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).